Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the bd alaris pump infusion set (primary tubing) snapped at the clamp when the nurse was attempting to hang the nss bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause is the solvent dispenser malfunctioned. To improve the process, the bushing will be replaced. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.